Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. After some times from post filter deployment, it was alleged that filter strut detached and embedded in abdominal aortic wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut was removed percutaneously. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and one month later post filter deployment, computed tomography of abdomen and pelvis was performed. Infra renal inferior vena cava filter, a limb of this had penetrated to the aorta. There was no adjacent fluid collections. After three months, computed tomography of abdomen and pelvis was performed. Infra renal inferior vena cava filter was again identified. There was apparent fracture involving 1 of the more anterior lower filter legs, which had separated and was imbedded into the adjacent aortic wall. Unchanged positioning of fractured inferior vena cava filter leg, which appeared geographically separate from the filter and traverses the aortic wall. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.